Event description:
It was reported that an ilet pump displayed alert 32, indicating a delivery motor communication error and repeatedly prompted a restart that did not resolve, leading to device replacement and user education on shutdown and return. Symptoms included hyperglycemia, with a reported blood glucose level up to 264 mg/dl and no other symptoms. Outcomes included transient high glucose for a few hours without ketone testing, medical intervention, or use of backup therapy. Investigation included remote troubleshooting, user guidance on restart and shutdown procedures, and collection of the device for evaluation. Investigation of the returned device revealed a suspected malfunction related to motor processor communication within the delivery motor subsystem, consistent with a restart malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.